Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the clip delivery system was returned and investigated. The reported peeled on the clip cover was confirmed. The reported physical resistance of the anatomy could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported peeled on the clip cover is consider to be normal during use as it has no impact on the functioning of the device. The reported physical resistance appears to be related to patient morphology/pathology due to the unfavorable transseptal puncture. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other two clip delivery systems are filed under separate medwatch report numbers.

Event description:
This is filed to report that after removal of the clip delivery system (cds 61215u151), the coating was noted to be worn down. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 2-3. Three clips were implanted. During use with the fourth clip delivery system (cds 70210u212), the gripper line removability test was performed, but the gripper line could not be moved. The clip was opened, but the line still did not move. The clip was not implanted and the cds was removed and replaced. One additional clip was implanted. The sixth cds (61215u151) was advanced to the mitral valve; however, the puncture was unfavorable; therefore, the cds was removed. After removal, it was noted that the coating was worn down; therefore, the cds was no longer used and was replaced. Seven clips were implanted. After the last clip (70111u144) was implanted, the mr increased to 4 due to a new prolapse after clip implantation. The patient was sent to mitral valve replacement surgery. No additional information was provided.